Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified during use of a homechoice cassette. This was noticed during peritoneal dialysis therapy. The patient stated that there was fluid all over the towel under the device. There were no holes and the connections were secured. Renal therapy services (rts) guided the patient with ending therapy and reviewed continuous ambulatory peritoneal dialysis. The patient would call the nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.